Event description:
Erratic readings. In blood glucose tests, customer received readings of 1.3, 17.3, 6 and 7 mmol/l within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.